Event description:
As stated by the customer on (B)(6) 2012: stretcher loose. Arjohuntleigh technician adjusted with bolts. Unit functioning to specs.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjo hospital equipment ab, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.